Manufacturer narrative:
The subject device was returned to omsc for evaluation on june 15, 2016. The evaluation confirmed that all the 4 flaps on the duodenum side were broken. The broken sections showed no signs of being pulled and looked like brittle fracture. Flaps on the proximal portion had no irregularity such as a break. The tube on the duodenum side was kinked. As a result of checking the manufacturing record of the same lot, nothing abnormal that relates to this event was detected. Therefore, omsc considers that such patient's internal environment as scientific effect of digestive fluid or mechanical effect of peristaltic action may cause the degradation and breakage of the flaps. There is the following description in the instruction manual. After placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. When the stent in the duodenal side is damaged and fragments such as flaps come off inside the duodenum, use grasping forceps for retrieval. Also for what remained in the bile duct side, use grasping forceps for retrieval or replace it with a new one.

Event description:
On (B)(6) 2016, when removing the stent which was placed on (B)(6) 2015, it was confirmed that the flaps had come off around the duodenum. On the procedure, the stent exchange was completed. Further, the flaps were discharged from the patient.